Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis (ms) as listed in the mitraclip system instructions for use (IFU) is known possible complication associated with mitraclip procedures. Based on available information, the cause of the ms could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis. It was reported the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). The pre procedure mean pressure gradient was 3mmhg. After the clip was implanted, the gradient increased to 11mmhg. Mr was reduced to 2. No more clips were implanted due to the increased gradient. The patient was referred to surgery. No additional information was provided.